Manufacturer narrative:
(B)(4). No sample has been returned for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer complaint cannot be confirmed. As a result, we are unable to determine the cause for this specific event however; the associated confirmed failure is a known issue and has been investigated under a corrective and preventative action.

Event description:
During the cuff test, the inflated tracheal cuff was not able to be deflated completely. No patient involvement.

Manufacturer narrative:
One sample was returned for evaluation. The returned unit was inflated without any issues. An attempt made to deflate the returned unit shows that the bronchial cuff deflated fully however the tracheal cuff did not fully deflate. The returned unit was reinflated without the stylet wire contained in the tubing and the tracheal and bronchial cuffs inflated without any issue. The returned unit was deflated without any restriction noted. Difficulty was noted during deflation of the tracheal cuff when the stylet wire was contained in the tubing. The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action.